Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away suddenly on (B)(6) 2022. The log files revealed a backup battery fault at 4:44 pm which could be consistent with when the battery was intentionally removed to minimize alarms at time of withdrawal. There were no other events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient death could not be conclusively determined through this investigation. Evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed superficial damage and wire damage caused by scissors (captured in MFR # 2916596-2022-00462). Hmii lvas, serial number (B)(6) was returned assembled with the driveline (dl) cut approximately 6¿ from the pump, and an approximately 32¿ distal portion of driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft was attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was returned attached to the outflow graft hardware, and the outflow graft collar was returned secured. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. Rescue tape was applied from 10-14¿ from the metal connector, and a slice in the jacket was observed underneath the tape 12¿ from the connector. Upon removal of the silicone jacket, the bionate cover was discolored and showed evidence of a small slice 11.5¿ from the connector. Fraying and minor breakdown in the metal braided shield was observed 3"-7", 9", 11", and 26" from the controller connector. Microscopic and visual inspection of the wires revealed a slice in the insulation of the orange wire approximately 11¿ from the metal connector. It was covered in MFR # 2916596-2022-00462 that the patient¿s dl was sliced due to the patient using scissors near the dl. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakage in the insulation of the orange wire that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breach of the orange wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to rev. E, hmii hydraulic qualification (hq) test procedure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 "patient care and management" addresses how to care for the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. In addition, section 6 (under "pump performance monitoring") addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook, rev. C. Is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). The patient is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.